Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
Evaluation: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unknown. A definitive root cause cannot be determined with the information provided. Evaluation: as received, the tibial component exhibits scratches on the underside of the component and only residual bone cement particles around the underside rim perimeter. One poly plug is missing. The device history records were reviewed, indicating the device was manufactured, inspected, and packaged to specifications. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. The information on this form was previously reported on MDR report # 1822565-2013-01310.